Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg site was causing pain. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.